Event description:
The pt reportedly had an infection at the incision site post implant surgery. The pt was advised not to use the device until the infection was resolved. The pt is currently being monitored. Advanced bionics is in the process of gathering more info. When add'l info becomes available a supplemental report will be submitted.